Event description:
It was reported to boston scientific corporation that a prefyx device was implanted into the patient on (B)(6), 2008. The associated post-operative diagnosis was uterine prolapse, rectocele, stress urinary incontinence, and hemorrhoid. As reported by the patient's attorney, the patient underwent a mesh removal surgery on (B)(6), 2011 due to vaginal mesh exposure at the mid-urethra. The patient has also experienced difficulty with loss of urine with activity. Reportedly, she still has "bv" at times as well and the "bv" helps. She is no longer experiencing pain but her husband notes he is getting "scratched" sometimes. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
Correction to fields b5 and h6 patient codes. Block h6: patient codes 1750, 1994, and 3191 capture the reportable events of vaginal mesh exposure, pain, and mesh removal surgery. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a prefyx device was implanted into the patient on (B)(6) 2008. The associated post-operative diagnosis was uterine prolapse, rectocele, stress urinary incontinence, and hemorrhoid. As reported by the patient's attorney, the patient underwent a mesh revision surgery on (B)(6) 2011. Boston scientific has been unable to obtain additional information regarding the event to date.